Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 922606) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular and endometriosis. Previously administered products included for an unreported indication: mirena from 2012 to 2013. Concomitant products included bupropion hydrochloride (bupropion). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine/migraines / headaches"), palpitations ("heart palpitations"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("pain:lower abdomen"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy - da vinci). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, migraine, fatigue, palpitations, dysmenorrhoea, dyspareunia and vaginal haemorrhage outcome was unknown and the menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, palpitations, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea; heart palpitations, migraine, fatigue. Insertion details: findings: hysteroscopy uneventful, both tubes visualized, coils placed uneventfully, 3-4 coils exposed bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: as per pfs: total bilateral occlusion. As per mr: findings: the uterine cavity has a normal contour. The essure micro-inserts are normally positioned in the proximal fallopian tubes.. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Lot number was added. Added event abnormal bleeding (vaginal), lower abdominal pain. Concomitant condition, concomitant drug, lab data was added. Reporter's information was added. Date of removal was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 922606) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular and endometriosis. Previously administered products included for an unreported indication: mirena from 2012 to 2013. Concomitant products included bupropion hydrochloride (bupropion). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine/migraines / headaches"), palpitations ("heart palpitations"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("pain:lower abdomen"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy - da vinci). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, migraine, fatigue, palpitations, dysmenorrhoea, dyspareunia and vaginal haemorrhage outcome was unknown and the menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, palpitations, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea; heart palpitations, migraine, fatigue. Insertion details: findings: hysteroscopy uneventful, both tubes visualized, coils placed uneventfully, 3-4 coils exposed bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: as per pfs: total bilateral occlusion. As per mr: findings: the uterine cavity has a normal contour. The essure micro-inserts are normally positioned in the proximal fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), fatigue ("fatigue"), palpitations ("heart palpitations"), dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (salpingectomy(bilateral) oophorectomy (bilateral), hysterectomy (partial)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, migraine, fatigue, palpitations, dysmenorrhoea and dyspareunia outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, palpitations and pelvic pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea; heart palpitations, migraine, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: previously reported event "injury " replaced with "pelvic pain", events- "abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migraine, fatigue, heart palpitations", reporter information, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.